Event description:
Patient had surgiwrap used in her abdominal hysterectomy case 2006, and three months later the doctor pulled surgiwrap pieces through her vaginal cuff.

Manufacturer narrative:
Surgiwrap was removed from the body based on patient's comment. The doctor did not returned our calls. Due to the limited information obtained only from the patient, we are not able to draw a conclusion at this time.